Event description:
Break in aseptic technique during surgical procedure. During case resident assisting moved over to the robotic console and scrubbed moved up to start assisting. At that time it was noticed that the drape had ripped on the left side of the patient. Not sure how long it had been ripped but it was down to the bair hugger. This is not the first time this has happened. Scrub fixed by putting sterile green towel over the rip it was very large.